Event description:
Customer complained of device heating coils are twisting and bending over each other, causing it to heat up too much.

Event description:
Customer complaint - limited data available customer complained of device heating coils are twisting and bending over each other, causing it to heat up too much.